Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Heart and lung transplant unit, (B)(4). Krishnaswamy, r., chavali, s., robson, d., deveza e silva, r. C., muthiah, k., & hayward, c. (2025). Pulsatility responses to inspiratory breath-hold maneuvers do not predict hemodynamics or readmission risk in patients supported by the heartmate 3 left ventricular assist device. Heart, lung and circulation, 34. Https://doi.org/10.1016/j.hlc.2025.06.382. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article, ¿pulsatility responses to inspiratory breath-hold maneuvers do not predict hemodynamics or readmission risk in patients supported by the heartmate 3 left ventricular assist device¿. A published cohort study from 36 patients from undisclosed centers and no dates provided for the study window that assessed inspiratory breath-hold (ibh)-induced pulse index (pi) changes in heartmate 3 (hm3) patients and found no significant changes in correlation between pi response and echocardiographic parameters, including rates of aortic valve opening, presence of mitral incompetence, or right ventricular impairment. These findings indicate that pi changes during ibh did not reflect clinically meaningful hemodynamic or structural cardiac status in hm3 patients and were not predictive of adverse outcomes or readmissions.